Manufacturer narrative:
Age, weight and ethnicity: information unknown/ not provided. Explant date: not applicable as the lens remains implanted, therefore not explanted. Telephone number: (B)(6). Device evaluation: product evaluation could not be performed since at the time of this investigation, the product had not been received. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of the lens a small piece of the cartridge had come loose. It is thought to be a part of the viscoelastic that is left behind during coating. No patient injury and material is available. It was learned that some of the viscoelastic used during the lens manufacture seems to have been inside the unit and introduced into the eye together with the lens. No additional information was provided.

Manufacturer narrative:
Section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 8th july 2021 section h3 - device evaluated by manufacturer? Yes device evaluation: complaint product was received. It was returned in its original tray and inside a plastic bag. Upon evaluation of the device the lens module and cartridge were correctly engaged. No assembly error and/or defect related to manufacturing process was observed. Lubricating material residues were observed in the cartridge tip indicating that the unit was previously handled and prepared for surgical process. The tip of cartridge was cracked/damaged, which could be related to handling by excessive force. No lens was returned for evaluation. Device and tray were carefully inspected, and no foreign material was identified. The reported issue was not verified. Based in the condition of the sample returned product quality deficiency could not be determined. There is no viscoelastic used in our manufacturing processes. However, the healon family viscelastics is used for the flat test and the torque test. Both tests are part of the final release of the product, and both are destructive tests, so the units tested are discarded after the tests. In addition, direction for use z311262p (dfu, gib00, tecnis eyhance, prim (int), rev.10) was reviewed and suggests: the use of balanced salt solution (bss) or viscoelastics is required when using the smartload¿ delivery technology. For optimal performance, use the healon® family of viscoelastics. Do not use bss with additives because the use of bss with additives has not been studied for this product. Use of methyl cellulose viscoelastics is not recommended as they have not been validated with the smartload¿ delivery technology. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted